Manufacturer narrative:
Evaluation summary signed on 07/27/2020 attached.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Rotarex 6f 110cm was used to treat the thrombosis in the superficial femoral artery. After rinsing, catheter was inserted into the vessel and start aspiration. No blood was found flowing out from the catheter. Withdraw the catheter, the head of the catheter was found broken. Operation was finally completed by another 6f 110 catheter.